Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead replacement procedure, the pulse generator exhibited backup vvi after being exposed to electrocautery. The device could not be reprogrammed and based on patient dependency the device was explanted and replaced. The patient was doing well and would continue to be monitored.